Event description:
It was reported that the patient presented to the hospital due to phrenic nerve stimulation. Dislodgement of the left ventricular lead was observed. The lead was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.